Manufacturer narrative:
The following fields were updated with additional information: device available for eval? Yes. Returned to manufacturer on: 15-aug-2023. Bd received 3 samples for investigation. The customer return samples along with retention samples from the same lot were subjected to a draw test. All samples were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for low draw based on the testing of the returned and retained samples. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 3 bd vacutainer® sst¿ blood collection tubes there was low draw. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: at the time of blood collection. Defect: insufficient negative pressure found. Quantity: 3 pieces. Impact: no adverse effects on patients and medical staff.

Event description:
It was reported that during use with 3 bd vacutainer® sst¿ blood collection tubes there was low draw. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: at the time of blood collection. Defect: insufficient negative pressure found. Quantity: 3 pieces. Impact: no adverse effects on patients and medical staff.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.